Event description:
Hair loss, extreme abdominal pain at times feels like someone has a knife stabbing me in my abdominal, I have had lower back pain that makes it difficult to stand for long periods of time, extreme fatigue, muscle weakness. I was a nursing assistant for 17 years, I gave it up after I started having symptoms of weakness, pain, and I have had periodic numbness in my arms since this procedure a year ago. I no longer have the energy to do my job I've done my whole life which I feel it's taken my life from me. The worst part is doctors push this so hard I wanted my tubes tied but was basically given only this option. Now it's an option I can't have removed unless I go through a major surgery, like a hysterectomy. I'm (B)(6), and shouldn't have to do this. I've also had weight gain and can not get it off. There's no protection for us women who have suffered from this ordeal and it's sad.